Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to infection and subsequent extrusion of the implanted device. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.